Event description:
During treatment the doctor inspected the treatment tip and noticed a hole on the membrane. The doctor contacted thermage about the treatment tip issue, and to let us know that the pt is fine.

Manufacturer narrative:
The treatment tip that was used on the pt was returned for investigation. During investigation it was discovered that the treatment tip had a black burnt mark on the surface of the treatment tip. Thermage has identified the insufficient use of coupling fluid during the procedure to be a source of this membrane breakdown. To address this issue, thermage has provided add'l training in the form of a technical bulletin. Thermage has provided usage guidelines for the coupling fluid in this technical bulletin, and has begun to supply the coupling fluid in a larger container size to accommodate for increased usage of the fluid.